Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump did not charge despite using multiple wall adapters. The battery gauge later jumped to 100%. The customer¿s blood glucose was 82 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.